Event description:
Distal occlusion. Intra-procedure medication listed was reopro. Intra-hosp stay medication listed were: plavix, aspirin, statins, beta-blockers, ace-inhibitors. The pt was discharged 6 days after surgery 2004 with no angina or silent ischemia. An ECG was done 6 days after surgery 2004. Post-procedure medications listed plavix for 6 months, aspirin, statins, beta-blockers, ace-inhibitors permanently. In 2004, a telephone contact was made with the pt/relative at the one month interval. The pt reported no angina, or silent ischemia. Pt's ongoing cardiac medications included plavix, aspirin, statins, beta-blockers, and ace-inhibitors. There was no control angiography recorded, no new coronary procedures, no ECG performed, and no adverse events since the last visit. In 4 months post-surgery 2004, a major adverse coronary event (mace) occurred during the follow-up interval. The mace was specified as a ptca (target vessel revascularization) of the distal left anterior descending coronary artery secondary to stenosis/restenosis. The event narrative states. "Pt was hospitalized for silent ischemia, at a stress test, performed 3 months post-surgery 2004". The event was moderate in severity and serious requiring 3 days of inpatient hospitalization and required medical/surgical intervention to prevent a permanent impairment to the body structure or a body. As reported, the event was unrelated to the device and the procedure. The severe adverse event (sae) outcome assessment was completed and recorded in 2004 as resolved without sequelae. Please note that the product (lot no. I0903052) is distributed outside the united states, however, it is similar to the united states product.